Manufacturer narrative:
Information not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cystectomy, the device was used as indicated. The device functioned well for ten minutes. Error code 5 was observed so the device was removed from the patient and tested. The tip of the blade then fell off. Another blade was opened and the case continued. There was no reported patient consequence.